Event description:
The meter involved in this case has failed visual testing due to pin 1 and 2 of the spc are lifted high. In any additional information is available, the FDA will be notified in a follow up report. At this time, co considers this matter closed.